Event description:
It was reported that the patient underwent a spinal procedure to fuse l2-l5 using peek cage and posterior fixation. Tlif was performed at l3-l4; plif was performed at l4-l5. The cage implanted at right l4-l5 backed out and the patient complained of pain. The revision surgery was performed approximately 16 days post op. The backed out cage was removed. No replacement implant was implanted after the cage was removed at right side l4-l5. The posterior fixation was replaced adding the compression. The patient's neurological symptom was resolved before the revision surgery. The patient is doing well post the revision surgery.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are lot # h09l8480, h09l8485, and h10b2988. The expiration date for lot h09l8480 is 01/08/2018; the expiration date for lot h09l8485 is 01/12/2018; the expiration date for lot h10b2988 is 03/03/2018. The manufacture date for lot h09l8480 is 01/08/2010; the manufacture date for lot h09l8485 is 01/12/2010; the manufacture date for lot h10b2988 is 03/03/2010. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.